Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that when a non-pacemaker dependent patient presented for 6-week follow-up after implantation, high capture threshold was observed. Loss of capture and exit block were noted. The lead was explanted and replaced. The patient was fine.